Event description:
It was reported that the patient was experiencing dizziness and shortness of breath with exertion. It was also reported that since the last device check a week ago the patient has been feeling like they were going to pass out, and the device programming was questioned. Follow-up was conducted to obtain information on whether the symptoms were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.